Manufacturer narrative:
Unchecked "user facility". Log file analysis: review of the controller log files revealed seven low flow alarms between (B)(6) 2015 which confirmed the reported event. Starting on (B)(6) 2015 at approximately 08:32:41 a sudden sustained decrease in estimated flow and power consumption was observed. Waveform trends of this nature may be indicative of an occlusion or change in patient state. DHR review: (B)(4): a review of the device's manufacturing records indicated there were no ncmrs generated that could be related to the reported event. Upon completion of the review, it was concluded that the unit met the internal requirements prior to its quality assurance release process. (B)(4) was not returned as it remains implanted. Review of the manufacturing documentation of (B)(4) confirmed that the associated pump met all requirements for release. The reported "inadequate flow rate" event was confirmed via review of the controller log files which revealed a sudden sustained decrease in estimated flow and power consumption as well as low flow alarms on the reported event date. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is two of two reports (3007042319-2015-01899 and 3007042319-2015-01900) submitted for devices related to the same event.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The pump remains implanted, the controller has been returned to the manufacturer with analysis pending. The pump is a fixed speed system. Low flow, average flow below the alarm threshold, may be related to poor vad filling. The instructions for use addresses setting of parameters for flow, power and watts. Guidelines for potential causes of alarms, assessment of the patient and device status along with related potential causes are outlined along with potential actions to take. Additionally, there is a warning to switch to the back-up controller if there is a controller failure with steps for exchange outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is two of two reports (3007042319-2015-01899 and 3007042319-2015-01900) submitted for devices related to the same event. Device remains implanted.

Event description:
It was reported by the mechanical cardiac support (mcs) specialist from the hospital that the patient was at home and experiencing low-flow on the left ventricular assist device (lvad) and had st elevation myocardial ischemia (stemi) like symptoms. The vad was reading 0 .9 lpm flows and his local ER was uncomfortable dealing with this issue so he was airlifted to the implant medical facility. After visiting with the patient upon admittance to the implant site and after the pump was interrogated, the mcs specialist changed the controller. The patient also complained that recently, the controller felt "hot to the touch". The controller was exchanged and flows returned to normal operating flows. Normal for this patient is 4.5 lpm at 4.0 watts. The patient immediately felt better and after two days of observation, the patient was discharged. This is report 2 of 2.